Event description:
Reported received from abbott international affiliate (abbott-japan) which states, "the reporter noticed the leaking of the blood at the connection between transducer and the nearest 3-way cock when the patient transferred from operation room to ICU. There is no harm to the patient. The reporter mentioned that pre-usage test did not reveal any leakage." Additional information was requested, but no further information has become available.